Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in patient use, the graphic user interface (gui) of the ventilator became inoperative and the screens were blank. The patient was removed from the ventilator and placed on an alternate ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.